Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having copd and has been hospitalized 3 times since june and also alleged of difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged copd and has been hospitalized 3 times since june and also alleged of difficulty breathing/short of breath. There was no medical intervention required by the patient. The reported event of copd and has been hospitalized 3 times since june and also alleged of difficulty breathing/short of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on october 30, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning/ smoke/ electrical odor" patient's symptoms were copd (hospitalized 3 times), difficulty breathing/ short of breath related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed the following from an external and internal inspection andfound brown and black unknown contamination at the sd card slot area and 2 hairs/ fibers. Light dust like coating on the inside of the front panel, unknown white, gray, and black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny gray fibers or hairs at the air inlet of the blower box. Light dust like contamination on top of the blower motor and the blower motor seal . Potential mineral deposit spots on the bottom of the blower motor, inthe blower motor and on the bottom ofthe blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent, tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination in the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. Pil used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam in the base unit. The device's downloaded event log was reviewed by the manufacturer and found 0 error code. The manufacturer concludes they was able to confirm the complint of a strange odor and unable to directly address the symptoms outlined. The sections d8, d9, h2, h3, h6 have been corrected and updated in this report as follows: